Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the battery in the vm6 monitor "exploded". The monitor was not in use and therefore in standby mode. It was reported that the patient in the room had acoustic trauma from the incident.